Event description:
With the pt in the supine position, trendelenburg position, the neck was prepped and draped in sterile fashion; 1% xylocaine was used to infiltrate the skin and subcutaneous tissues and a #14 gauge needle was placed into the right internal jugular vein and through this guide wire to the inferior vena cava. Once this was done dr loaded up the greenfield filter, jugular approach. This was a lot #404794 and dr fired into the inferior vena cava, level of l4, and it did not fire, it stayed collapsed. So, dr removed the introducer; placed a triple lumen catheter and a guide wire and attempted to manipulate a greenfield filter with a guide wire multiple times. Dr was able to hook it but was not able to open it. Being that pt continued to require greenfield filter and "and there was __", dr then reintroduced another greenfield filter. This was a lot #1929277, and then dr fired into the inferior vena cava. It opened nicely above the other filter which would give protection for the non-fired filter, despite the fact that it was pretty well stuck to the cava and also protection from the dvt. This was at the proximal level of l3, "which gives us below the renals". At this point in time dr withdrew the catheter and considered the procedure terminated. Pt tolerated the procedure and was returned to their room in good condition.